Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported inconsistent flap qualities, despite attempts to optimize system settings. Company rep visited the site and noted obl (opaque bubble layer) was also observed on many cases. No pt injury has been reported. Further info has been requested.